Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 28th november 2011. C9 was measured and found to have failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. In this case, failure of c9 capacitor had caused the device to switch on automatically and would account for the multiple manual power cycles of a continuous nature and of ten minutes duration recorded in the history log. These multiple manual power ons resulted in the depletion of an installed pad-pak as per reported fault. The functionality of the circuit is tested at test. Therefore, it is concluded that the component failed after dispatch. The device failed to shutdown correctly following the weekly auto self-test on the (B)(6) 2018, therefore it is assumed the capacitor failed around this time. After the c9 was replaced the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p device.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
There was no patient involved in this event. Device switching on automatically.